Event description:
As reported by homecare co rep: vent malfunction, pt coded and was taken to the e.r., some where between 10:30 and 11:00 "the vent stopped working" as per caregiver. The pt went into "cardiac arrest" and was taken to hosp.